Manufacturer narrative:
A sample device was not returned for analysis. Product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. No other complaints for lot. The manufacturer internal reference number is: (B)(4).

Event description:
A non-health care professional reported that following an intraocular lens (iol) implant procedure, the patient experienced blurred vision due to refractive error. The iol was exchanged with an alternate iol 70 days following the initial procedure. No further information is expected. There are two medical device reports associated with this event. This report is associated with the first eye.